Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that there was an alarm and the buttons were unresponsive when the act button was pressed. The customer also stated that there was no significant event leading to the keypad issues. The time on the clock did not advance when monitored for one minute. The customer added that the problem persisted even after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: act button responded intermittently due to flattened button dome switch(no crease). No unlock on lcd keypad connector noted. No frozen screen noted. Time advanced properly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.